Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that radio frequency (rf) telemetry was disabled on the pacemaker. The rf telemetry chip was not functioning properly. Programming changes were discussed. No interventions were made at this time. The patient was stable.